Event description:
The clinician was treating the patient with the ultrasound feature when the patient pulled away from the treatment applicator. The patient complained of pain due to the device shocking. The clinician terminated the treatment. The treatment was being applied in the area of the neck and shoulders. The treatment amplitude was set to 1.4 watts per cm squared. The clinician did not provide the remaining treatment details and device settings. Conductor gel was used in the area of treatment. The patient's progress towards recovery was not impeded. The patient reported soreness in the area of treatment. The patient reportedly consulted with a physician regarding the soreness.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device.